Event description:
It was reported that stent damage occurred. The 90% stenosed, 11-14mmx3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00x12mm promus element drug-eluting stent was advanced to treat the lesion. However, the shaft was kinked and the tail end of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element stent delivery system was returned for analysis broken at the strain relief and without the manifold hub section of the hypotube. A visual examination of the stent found stent damage. Stent struts from the proximal and distal stent regions were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated in the strain relief region with the manifold hub section of the device not returned as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 11-14mmx3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 3.00x12mm promus element drug-eluting stent was advanced to treat the lesion. However, the shaft was kinked and the tail end of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.